Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records, including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit was shipped on 25aug2015. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a chronic infection the length of the internal driveline and was hospitalized on (B)(6) 2020 where a positron emission tomography (pet) scan showed multifocal areas of infection and it was likely that there was a small abscess present within the anterior abdominal wall as apparently suspected clinically. The patient was initially placed on IV antibiotics before being treated with rifampin and doxycycline (plan was to continue doxycycline indefinitely). It was also noted that the end date of the admission was (B)(6) 2020 and the infection was suppressed.